Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the device not working was unknown and that it was working when they did the trial. No actions were taken to resolve the issue of the device not working and therefore the issue was not resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the patient's ins never worked since implant. The patient stated that their surgeon told them that the "device might have been implanted over too far or not far enough" when the patient noticed that it didn't work at all. The patient stated that they wished their device worked and that maybe if they do something about it now, it will work. Physician listings were sent to the patient. No patient complications were reported.